Manufacturer narrative:
The MFR did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available that changes this assessment, an amended med device report will be submitted. (B)(4).

Event description:
The pt is pursuing a product liability claim. It was reported that a metasul large diameter head 48/n was implanted on (B)(6) 2010. Since (B)(6) 2013 the pt has suffered from pain and limitations in the hip. A subsequent metal ion test showed positive results for cobalt serum. On (B)(6) 2014 revision surgery was performed due to alleged metallosis.